Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported shortly after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer switched over to the fluid line which they had aspirated and flushed immediately after the guidewire was removed. Therapy was continued working off ECG trigger with an arterial line to the console via fluid. After approximately 24 hours of therapy, the patient was transferred to another facility with the iab still inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional contact for product return: (B)(6), rn, mn, cns, ccrn. Service line nurse manager, cardiac surgery ICU (6scct) & cardiac ICU (4scct), (B)(6) medical center, (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).